Event description:
It was reported that the site had issues with their handheld. The handheld would keep freezing. No further information is available. Handheld was returned to manufacturer and is currently undergoing product analysis.